Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler and the reported sudden onset of nausea, vomiting and abdominal pain and subsequent hospital admission on 6/1/2017 for an intestinal obstruction, incarcerated inguinal hernia which required surgical repair or the clostridium sordellii peritonitis which was treated with an unknown antibiotic. The patient was discharged from the hospital on (B)(6) 2017 in good condition and renal replacement therapy (rrt) was transitioned to hd therapy. Although a temporal relationship exists between ccpd therapy and the reported inguinal hernia repair for incarcerated inguinal hernia. There is no documentation in the complaint file supporting a causal relationship between the liberty cycler and the event of the inguinal hernia. However, there is a probable association between the event of incarcerated inguinal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. An additional small sliding-type gastric hernia was identified (B)(6) 2017 during the upper gi series which required no immediate intervention.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was not feeling well with abdominal cramping and inability to complete draining. Treatment was discontinued and patient contact was advised to contact the patient's nurse. During follow up the patient's pd nurse reported the patient was hospitalized the following day due to abdominal pain. The pain was determined to be due to exacerbated hernia and partial bowel volculus with hemorrhagic necrosis and perforation due to adhesion. The patient underwent hernia repair surgery. Subsequent to the event the patient was also diagnosed with peritonitis. While healing he has transitioned to hemodialysis (hd) with a planned return to pd in the future. Patient was hospitalized (B)(6)2017 discharged (B)(6)2017 to in center hd.